Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, high and unstable impedance measurements and contains a possible fracture. Lead replacement is planned. The rv lead remains implanted out of service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable. After rising out of range on (B)(6) 2105, right ventricular pace impedance returns to approximately 500 ohms by (B)(6) 2015. Right ventricular pace impedance steady at approximately 447 ohms through (B)(6) 2015, and rises out of range by (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.